Event description:
It was reported that the pump is intermittently responding to the up and down arrow button presses. The pt's buttons do not spring back and click as normal. The pump reportedly has not been exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responding to all buttons and required excessive force to activate, the contrast button contact was inverted, and there was evidence of adhesive/contamination under all keys contacts.